Event description:
On the day of index procedure, the patient received one endeavor sprint 3.5 x 18mm drug eluting stent. It is reported approximately 33 months post index procedure, the patient expired.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death); evaluation, conclusions: inherent risk of procedure ¿ (death). (B)(4).